Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a tibial fixation procedure, the device broke upon implantation. The broken piece was successfully removed from the patient and no additional bone holes were required. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported breakage. Approximately 14.5mm of the screws distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).